Manufacturer narrative:
Reliability analysis unable to perform insertion complaint due to complaint is against serter; customer returned sensors only, no needles. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that needle got stuck in serter while sensor remained on pedestal. Customer also reported of experiencing blood glucose versus sensor glucose and blood glucose was 40 mg/dl. Customer was advised to return sensor since insertion with serter was not attempted.